Event description:
The complainant reported a patient was implanted an impella 5.5 device for elective placement and following impella 5.5 implant via direct access, the patient experienced a large bleed from chest tubes. Multiple blood products were given, and the patient was taken back to the operating room for a chest washout. Upon examination, it was discovered that a branch vessel of the inferior mesenteric artery (ima) had not been sealed. Bleeding continued for another two days and required additional blood products to be given. At that point, it was additionally found that the right marginal artery had been nicked by a sternal wire. Support continued with the implanted pump and was noted to be doing well before successfully weaning and explant of the impella 5.5 device with a survived outcome.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: warnings & cautions: cautions: ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings, section: pre-support evaluation, section: axillary insertion of the impella 5.5 catheter, section: direct aortic insertion, section: use of impella with transcatheter aortic valves: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. The pump was not returned for investigation. A data log review was not required for this case. According to the clinical report, the pump was placed surgically using direct aortic insertion. The doctor reported that the right mammary artery had been nicked by a sternal wire, and the vessel was ligated. Chest tube drainage improved after the patient was sent to the ccu for repair. The cause of the vascular damage issue was most likely related to the use of a non-abiomod device. The relation between vascular damage and the impella was unknown based on the provided clinical details.